Event description:
Us complainant reported the patient was on impella 5.5 support and during support, the patient had ventricular tachycardia. The pump was pulled back 1 cm and no issues were reported after. Support continued. Additionally, the anticontamination sleeve broke at the hub. Support continued.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.